Manufacturer narrative:
(B)(4), lot 16107037 is 10885403273940. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pca tubing was leaking at the connection site to the patient. The tubing was then replaced with a second set of tubing. This was also found to be leaking at the same site. There is no report of patient harm at this time.

Manufacturer narrative:
The customer¿s report of a leak at the connection site was confirmed. Visual inspection observed that the leak originated from a crack on the female luer wall. Evidence of tool marks was observed on the female luer. Functional testing was performed; the set leaked from the crack in the female luer. No other leaks or defects were observed. The root cause of the leak was a crack in the female luer. The cause of the crack was not identified.